Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pump user experienced hypoglycemia after eating dinner, then rising glucose, followed by a pump-delivered correction that led to a blood glucose of 47 mg/dl within the first few days of pump use; troubleshooting and education were provided, including instructions to treat with oral glucose and repeat every 15 minutes as needed. Symptoms included hypoglycemia. Outcomes included use of oral carbohydrates and self-management without hospitalization. Investigation included customer interview and troubleshooting with education on hypoglycemia treatment. Investigation of this case revealed no device malfunction identified based on available information, and the event was consistent with hypoglycemia of unclear cause early in therapy. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.